Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: the pump alarmed with ¿cs078¿ motor alarm upon the first rewind attempt; the reported ¿motor alarm¿ complaint was duplicated. The battery compartment was cracked from the threads down to the case seal on the side. The battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due a battery compartment leak. The pump¿s cover was removed; further moisture corrosion was found to the motor circuit, to the ir port, and to the keypad connector.